Manufacturer narrative:
4. No pt, user or third persons were injured. Internal tests at (B)(6) on (B)(6) 2009, have indicated that the combined use of some older software versions and the current software (B)(4) with the same database lead to a change of the software setting "sensitivity". (B)(4) other versions deduced from software specifications). The "sensitivity" setting influences the limits used for the control methods stop the system if the deviation of current to actual position or the forces applied by the device are higher than said limit. These control methods contribute to the reduction of the risk of applying high forces to the pts' legs in case of stumbling or blocking of the leg against any obstacles which might lead to fractures of the lower extremity. A sensitivity value of 2.0 is the default and corresponds to the lowest limits (less forces applied). The value can be set by the therapist individually for the pt in the range of 1.0-2.0 in steps of 0.1 if training of the pt is not possible because of high spasticity, i.e. Increased muscle tone, or higher body weight. The change of the "sensitivity" value occurs at the time when the pt's data is accessed in one of the older version as listed above after they were accessed by a current version as listed above. The value is always changed to 1.0 (higher force limits). The value change affects the older and the current versions unless the value is corrected manually. The effect only affects data of pts training using the pediatric module. The problem can not occur if only either the current or the older versions are used. Immediate corrective actions: info to the customers using the attached field safety notice that instructs the users, ensure that only one software version is installed and used (and possibly to deinstall all older versions) and to check the sensitivity setting at the beginning of each training with pediatric module. Further corrective actions: modification and release of a software upgrade that prevents the software incompatibility by using an alternative storage method, setting the (safest) sensitivity value of 2.0 when starting any training with the pediatric module and always saving the (safest) sensitivity value of 2.0 into the permanent storage. This upgrade will detect situations in which the permanent storage is already affected and set the stored value to the safest setting 2.0. This software upgrade will make the second corrective superfluous.

Event description:
One (B)(6) customer reported on (B)(6) 2009, that a software setting did change without user action. This software setting affects the parameters of one control mechanism implemented in the software. The parameter is shown on the user monitor and could be corrected manually. No pts, therapists or third persons have been affected or injured. No damages to the device have occurred.